Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The unit was found to have a worn lock latch mechanism on the video connector, causing an unstable image when manipulating the test scope.

Event description:
A user facility reported to olympus that the video socket connector was damaged and the video cable could not be connected. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes of the scope connector lock failure and unstable image when the scope connector was moved as follows: a worn scope connector lock latch was confirmed during the device evaluation. Therefore, it is believed that the issue occurred when an excessive force was applied to the lock latch (scope connector socket), attributable to user handling. As stated in the instructions for use, as a preventive measure, "push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down."